Event description:
Pt was hospitalized with a reported blood sugar or 522. Pt claimed her insulin pump was leaking and she was not receiving insulin. Problem was eventually traced to a crack in the luer lock connection of the administration set.